Manufacturer narrative:
The reported cause of the type I endoleak was disease progression.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2013, this patient was treated for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2017, a type ia endoleak was identified. The cause of the endoleak has not been reported to gore. On (B)(6) 2017, a reintervention was performed whereby a gore® excluder® aaa endoprosthesis aortic extender component and endoanchors were implanted to treat the type ia endoleak. The patient was discharged on (B)(6) 2017.